Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. A replacement power supply unit has been sent to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral ventilator's power supply unit (psu) was not functioning. There was no patient injury reported as a result of this incident.